Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Manufacturer narrative:
The manufacturer had previously reported a ventilator inoperative condition and the device's software was reloaded to address the issue. The device failed a step during testing. The device's flow sensor assembly was replaced to address the issue.